Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information regarding a dreamstation device. There is an allegation from the user that there are particles coming out on the hose and mask. The patient alleges a sore throat and having problems speaking. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a dream station device. There is an allegation from the user that there are particles coming out on the hose and mask. The patient alleges a sore throat and having problems speaking. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that there was no visible foam degradation. Box d and box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.